Manufacturer narrative:
Additional information: external insulation abrasion breaching lead insulation was noted at 5.9-6.5 cm from the connector pin consistent with lead friction to the can. External insulation abrasion breaching right ventricular cable lumen was noted at 13.4-16.3 cm from the connector pin consistent with lead friction to the can. This is consistent with the observation from the field of noise oversensing, high capture threshold and high defibrillation impedance.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise oversensing was observed on the right ventricular (rv) lead. Lead fracture was suspected due to the change in defibrillation impedance and increase capture threshold. The lead was explanted and replaced. The patient was stable.